Manufacturer narrative:
Insulin pump received with cracked case on display window corners, cracked reservoir tube lip, cracked belt clip slot, cracked lcd display window, cracked battery tube threads and minor scratches on display window.

Event description:
It was reported that the customer had a crack on the screen of the insulin pump. Customer's blood glucose level was 320 mg/dl. Customer needed assistance. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Information was visible in the screen, so the customer will be able to program it with the pump settings. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.